Event description:
It was reported that routine servicing completed and arctic sun device was unable to cool, whilst in manual mode the temperature did not drop and t1 to t4 displayed the same temperatures (all said 32 degree). Per sample evaluation results received via task on 10jun2026, it was reported that the after replacing the chiller unit, it was found that device still unable to cool due to a faulty chiller pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.